Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced pain and discomfort with this inflatable penile prosthesis (ipp) because the distal end of the implant, along with the rear tip came out of the corpora during intercourse. A revision surgery was performed during which the proximal end of the implant was repositioned into the right corpora and additional stitches were placed to ensure this did not happen again. The physician believes that the patient used the implant too soon after surgery and did not allow the proper time to heal. No components were removed or replaced during the procedure. There were no further patient complications and no device issues reported.